Event description:
It was reported that the customer did not have any alarms and their blood sugars kept going high. Customer was admitted in the emergency room with diabetic ketoacidosis. Customer has been discharged and is back on the insulin pump. Customer stated that he changed his set on friday and everything seemed fine. Customer ate dinner but on saturday morning, the customer was not feeling good. Customer drank a little bit of milk and orange juice. Customer couldn't keep anything down. Customer changed the set and found a bent cannula. Customer was dehydrated and dizzy. Customer called the paramedics and was given an IV and an insulin drip. Customer remained in the emergency room for 12 hours. Customer was put back on the pump and monitored for a few hours. Customer stated that the hospital confirmed that the pump was working and their blood glucose level was in a normal range. Customer's blood glucose level was 651 mg/dl at the time of the hospital visit. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.